Manufacturer narrative:
(B)(4). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the biomedical engineer heard "rattling" inside the external pulse generator (epg). The epg was opened and the caller found that a screw was loose and "floating" within the epg. The caller attached the screw and tested the epg. Technical services worked with the caller and the device tested within specifications. The epg remains in use. No patient complications have been reported as a result of this event.